Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6) 2024, it was reported that the patient declined to provide their blood glucose (bg) reading at the time of the event. It was determined that the cannula was compromised, likely due to being bent. There was also a blockage detected at the site. The patient was advised to remove the site and observe the cannula. Additionally, they were advised to change the infusion site and resume insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.